Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that kinks were found on the sheath. The rotator and imaging core assembly could not be pulled out from the hub due to residues. Microscope inspection revealed that the guidewire exit port was damaged. Impedance test showed that an electrical open proximal wave form between 120 - 130cm from the distal housing which indicates that there is no longer a connection between the transducer and the system. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex (cx). The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the stent struts of the implanted stent. Upon applying more pressure, the image stopped showing completely and the catheter was removed. Upon removal, a fracture was noted in the shaft. No fragments were left inside the patient. The procedure was completed without imaging. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex (cx). The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the stent struts of the implanted stent. Upon applying more pressure, the image stopped showing completely and the catheter was removed. Upon removal, a fracture was noted in the shaft. No fragments were left inside the patient. The procedure was completed without imaging. There were no patient complications reported.